Event description:
It was reported that there was a stored treated episode in this subcutaneous implantable cardioverter defibrillator (s-ICD) system where an inappropriate shock was delivered. Technical services (ts) analyzed device episode data and found that the episode was due to oversensing and double counting. The signal of the r-waves was small. There was also under sensing of the small signal. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that there was a stored treated episode in this subcutaneous implantable cardioverter defibrillator (s-ICD) system where an inappropriate shock was delivered. Technical services (ts) analyzed device episode data and found that the episode was due to oversensing and double counting. The signal of the r-waves was small. There was also under sensing of the small signal. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this patient received another inappropriate shock and went to the emergency room (ER). Upon interrogation, there was oversensing of myopotential noise and low amplitudes. Technical services (ts) advised reprogramming. No additional adverse patient effects were reported. Currently, this electrode remains in service.